Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device expulsion ("migration/migration of essure device location of device: uterus"), intra-abdominal haemorrhage ("severe abdominal bleeding"), device breakage ("a small portion of the essure coils remained"), embedded device ("uterine embedment") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient (gravida 6, para 5) who had essure (batch no. A57122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient didn¿t undergone essure confirmation test.". The patient's past medical history included multigravida, parity 4 ((B)(6) 1995, (B)(6) 1998, (B)(6) 2000, (B)(6) 2007), miscarriage, numbness in face, tingling sensation, sinus bradycardia, acute reaction to stress, conjunctivitis and chest pain. Concurrent conditions included obesity, acute pharyngitis, neck strain, shoulder sprain, muscle strain, cough, cystocele, heartburn, mixed incontinence, neck mass and conjunctivitis. On an unknown date, the patient had essure inserted. In (B)(6) 2013, the patient experienced vision blurred ("vision/eye problems type: blurred vision") and dry eye ("vision/eye problems type:dry right eye"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, intra-abdominal haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), neck pain ("neck pain"), abdominal pain ("right quadrant pain"), abdominal pain upper ("right upper quadrant pain") and rash ("rashes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery ((B)(6) 2015 (bilateral salpingectomy) (B)(6) 2016 (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, intra-abdominal haemorrhage, device breakage, embedded device, pregnancy with contraceptive device, tooth disorder, migraine, fatigue, dyspareunia, mood swings, vision blurred, dry eye, weight increased, neck pain, abdominal pain and abdominal pain upper outcome was unknown, the alopecia was resolving and the menorrhagia, vaginal haemorrhage, urticaria and rash had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, abdominal pain upper, alopecia, device breakage, device expulsion, dry eye, dyspareunia, embedded device, fatigue, intra-abdominal haemorrhage, menorrhagia, migraine, mood swings, neck pain, perforation, pregnancy with contraceptive device, rash, tooth disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: on (B)(6) 2013 and on (B)(6) 2013 essure was inserted. On or about (B)(6) 2015 and again (B)(6) 2016, it was determined that she required surgical intervention to address her complications. Current weight 168 lbs. Left: 3 coils and . 2 coils seen on the right after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pregnancy test urine - on (B)(6) 2013: negative.; on (B)(6) 2013: negative. Skin test - on (B)(6) 2013: negative. On (B)(6) 2014 ultrasound scan revealed, us gravid uterus, transabdominal detailed fetal eval w maternal eval, single or first gestation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, menorrhagia, neck pain, right upper abdominal pain and pregnancy and the following events were described in patient¿s medical records:device breakage, embedded device. Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet was received. Aka name was added. Event onset date was updated. Event right upper quadrant pain and rash was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device expulsion ("migration/migration of essure device location of device: uterus"), intra-abdominal haemorrhage ("severe abdominal bleeding"), device breakage ("a small portion of the essure coils remained"), embedded device ("uterine embedment") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient (gravida 6, para 5) who had essure (batch no. A57122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient didn¿t undergone essure confirmation test.". The patient's past medical history included gravida ii, parity 4 ((B)(6) 1995, (B)(6) 1998, (B)(6) 2000, (B)(6) 2007), miscarriage, numbness in face, tingling sensation, sinus bradycardia, acute reaction to stress, conjunctivitis and chest pain. Concurrent conditions included morbid obesity, acute pharyngitis, neck strain, shoulder sprain, muscle strain, cough, cystocele, heartburn, mixed incontinence, neck mass and conjunctivitis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes describe:mood swings"). In 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), urticaria ("rashes or skin conditions type: hives") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping / abdominal pain"), pelvic pain ("chronic pelvic pain/pain"), migraine ("migraines"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), vision blurred ("vision/eye problems type: blurred vision"), dry eye ("vision/eye problems type:dry right eye"), neck pain ("neck pain") and abdominal pain upper ("right quadrant pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery ((B)(6) 2015 (bilateral salpingectomy) (B)(6) 2016 (total hysterectomy (uterus and cervix removed).), surgery ((B)(6) 2015 (bilateral salpingectomy)(B)(6) 2016 (total hysterectomy (uterus and cervix removed).), surgery ((B)(6) 2015 (bilateral salpingectomy) (B)(6) 2016 (total hysterectomy (uterus and cervix removed).) And surgery ((B)(6) 2015 (bilateral salpingectomy) (B)(6) 2016 (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, intra-abdominal haemorrhage, device breakage, embedded device, pregnancy with contraceptive device, abdominal pain, pelvic pain, tooth disorder, migraine, fatigue, dyspareunia, mood swings, vision blurred, dry eye, weight increased, neck pain and abdominal pain upper outcome was unknown, the alopecia was resolving and the menorrhagia, vaginal haemorrhage and urticaria had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, abdominal pain upper, alopecia, device breakage, device expulsion, dry eye, dyspareunia, embedded device, fatigue, intra-abdominal haemorrhage, menorrhagia, migraine, mood swings, neck pain, pelvic pain, perforation, pregnancy with contraceptive device, tooth disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: on or about (B)(6) 2015 and again (B)(6) 2016, it was determined that she required surgical intervention to address her complications. Current weight 168 lbs. Left: 3 coils and . 2 coils seen on the right after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pregnancy test urine - on (B)(6) 2013: negative.; on (B)(6) 2013: negative. Skin test - on (B)(6) 2013: negative. On (B)(6) 2014 ultrasound scan revealed, us gravid uterus, transabdominal detailed fetal eval w maternal eval, single or first gestation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain,menorrhagia, neck pain, right upper abdominal pain and pregnancy and the following events were described in patient¿s medical records:device breakage, embedded device. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs received. Events added: hormonal changes describe: mood swings, pregnancy (no complications),abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: hives, migration of essure device location of device: uterus, pain, vision/eye problems type: blurred vision &dry right eye, weight gain, hair loss device breakage and embedded device.. Concomitant disease, historical condition , lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device expulsion ("migration/migration of essure device location of device: uterus"), intra-abdominal haemorrhage ("severe abdominal bleeding"), device breakage ("a small portion of the essure coils remained"), embedded device ("uterine embedment") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient (gravida 6, para 5) who had essure (batch no. A57122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient didn¿t undergone essure confirmation test.". The patient's past medical history included multigravida, parity 4 (B)(6)1995,(B)(6)1998, (B)(6)2000, (B)(6)2007), miscarriage, numbness in face, tingling sensation, sinus bradycardia, acute reaction to stress, conjunctivitis and chest pain. Concurrent conditions included obesity, acute pharyngitis, neck strain, shoulder sprain, muscle strain, cough, cystocele, heartburn, mixed incontinence, neck mass and conjunctivitis. On an unknown date, the patient had essure inserted. In (B)(6)2013, the patient experienced vision blurred ("vision/eye problems type: blurred vision") and dry eye ("vision/eye problems type:dry right eye"). In (B)(6)2013, the patient experienced tooth disorder ("dental problems"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)") and weight increased ("weight gain"). In (B)(6)2013, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes describe:mood swings"). In (B)(6)2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6)2015, the patient experienced alopecia ("hair loss") and urticaria ("rashes or skin conditions type: hives"). In (B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, intra-abdominal haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), neck pain ("neck pain"), abdominal pain ("right quadrant pain"), abdominal pain upper ("right upper quadrant pain") and rash ("rashes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (B)(6)2015 (bilateral salpingectomy)(B)(6)2016 (total hysterectomy (uterus and cervix removed).), surgery (B)(6)2015 (bilateral salpingectomy)(B)(6)2016 (total hysterectomy (uterus and cervix removed).), surgery ((B)(6)2015 (bilateral salpingectomy)(B)(6)2016 (total hysterectomy (uterus and cervix removed).) And surgery (B)(6)2015 (bilateral salpingectomy)(B)(6)2016 (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6)2016. At the time of the report, the perforation, device expulsion, intra-abdominal haemorrhage, device breakage, embedded device, pregnancy with contraceptive device, tooth disorder, migraine, fatigue, dyspareunia, mood swings, vision blurred, dry eye, weight increased, neck pain, abdominal pain and abdominal pain upper outcome was unknown, the alopecia was resolving and the menorrhagia, vaginal haemorrhage, urticaria and rash had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6)2015. The reporter considered abdominal pain, abdominal pain upper, alopecia, device breakage, device expulsion, dry eye, dyspareunia, embedded device, fatigue, intra-abdominal haemorrhage, menorrhagia, migraine, mood swings, neck pain, perforation, pregnancy with contraceptive device, rash, tooth disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: on (B)(6)2013 and on (B)(6)2013 essure was inserted. On or about (B)(6) 2015 and again (B)(6)2016, it was determined that she required surgical intervention to address her complications. Current weight 168 lbs. Left: 3 coils and . 2 coils seen on the right after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pregnancy test urine - on (B)(6)2013: negative.; on (B)(6)2013: negative. Skin test - on (B)(6)2013: negative. On (B)(6)2014 ultrasound scan revealed, us gravid uterus, transabdominal detailed fetal eval w maternal eval, single or first gestation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain,menorrhagia, neck pain, right upper abdominal pain and pregnancy and the following events were described in patient¿s medical records:device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / abdominal pain"), pelvic pain ("chronic pelvic pain"), tooth disorder ("dental problems"), alopecia ("hair loss"), migraine ("migraines"), fatigue ("fatigue") and dyspareunia ("dyspareunia"). The patient was treated with surgery (two pelvic surgeries on (B)(6) 2015 and (B)(6) 2016). At the time of the report, the perforation, device dislocation, intra-abdominal haemorrhage, abdominal pain, pelvic pain, tooth disorder, alopecia, migraine, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dyspareunia, fatigue, intra-abdominal haemorrhage, migraine, pelvic pain, perforation and tooth disorder to be related to essure. The reporter commented: on or about (B)(6) 2015 and again (B)(6) 2016, it was determined that she required surgical intervention to address her complications. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.